Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, soft tissue reaction, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported.

Manufacturer narrative:
.